Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pulmonary jagwire guidewire was used during a bronchoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the ptfe coating sloughed off in the airway of the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the guidewire revealed that the coating ptfe peeled exposing the core wire approximately 1.0 cm (between 138.0 cm and 139.0 cm from the distal end). The complaint is consistent with the returned guidewire that the jacket peeled exposing the corewire. It is the most likely that the failure found could have been generated due to anatomical/procedural factors, in the other hand, ptfe peeled could have affected the mobility of the device along the wire, impeding its adequate movement, therefore, the most probable root cause of this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a pulmonary jagwire guidewire was used during a bronchoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the ptfe coating sloughed off in the airway of the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.